Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted with no reason for replacement. The device subsequently tested out of specification during manufacturer¿s analysis. Follow-up information from the clinic indicated the lead had noise, was oversensing/ double counting the p wave, and was capturing intermittently. The patient experienced palpitations as a result. It was also reported that there was noise on the right ventricular (rv) lead, and the implantable cardioverter defibrillator (ICD) was malfunctioning. The device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: tissue valve, implanted: (B)(6) 2012. (B)(4).